Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The patient was treated at home with an unspecified antibiotic (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. It was not reported if the patient was hospitalized for the event however, it was reported that the patient was hospitalized to remove the peritoneal catheter and was switched to hemodialysis therapy. At the time of this report, the patient was discharged from the hospital and has recovered from the peritonitis event. No additional information could be provided as the reporter declined follow-up.